Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This was noted in the dispensing room before treatment. There was no patient involvement. No additional information is available.